Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the glueing of fundal varices procedure using the subject device, the user found that some of glue stuck in the instrument channel of the subject device. The procedure was completed using the subject device. The field service engineer of olympus (B)(6) checked the subject device at the facility and found that the glue had stuck in the instrument channel. There was no report of patient injury associated with this event.